Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 23 apr 2024 from a health system professional at a critical care facility, stating dialysate bags broke and leaked on (B)(6) 2024. Additional information was received on 30 apr 2024 from the health system professional who confirmed there was no adverse impact to the user or patient.